Event description:
A report was received that the pt underwent a lead revision due to the lead anchors rubbing against the pt's spine causing discomfort. The pt had recently lost weight, not device related, causing a decrease in fat at the lead site.